Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17017134 is 07613203011310. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported fluid leaked from a hole where the slide clamp had been on the infusion set. During an infusion of blood. There is no of patient harm.

Manufacturer narrative:
The customer's report of a leak from a hole where the slide clamp had been on was confirmed. Visual inspection observed a small tear hole along an area on one of the spike pvc tubings where its slide clamp component was applied onto when received. The tear hole was measured to be approximately 0.007 inches in length. Further inspection of the previously applied slide clamp component under magnification observed no flash or any issues. Functional testing confirmed leaking from the torn area on the tubing. Pressure testing resulted in no leaking. The slide clamp component's dimensions were measured and the results were all within specification. The root cause was not identified.